Event description:
It was reported that the patient presented in clinic. The patient's right atrial (ra) exhibited high capture threshold and lead noise oversensing that caused pacing inhibition and inappropriate automatic mode switch. The patient's right ventricular (rv) lead exhibited lead noise oversensing which caused pacing inhibition and high capture threshold. The ra and rv lead were explanted and replaced. Patient was stable.